Event description:
It was reported that both the atrial and ventricular leads had dislodged. The ventricular lead was explanted and replaced and the atrial lead was reused. No further information could be obtained.